Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition, but noted to be missing the battery door. The event history log was unable to be downloaded. The device underwent delivery accuracy testing-delivery accuracy testing found the pump's average delivery error to be within the published specification. This investigation was unable to confirm the reported customer complaint.

Event description:
Information was received that a smiths medical cadd legacy is under infusing. No adverse effects reported.

Manufacturer narrative:
A1 and h6: additional information was provided that there was no patient present at the time of the event. The issue occurred during testing.